Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, while transecting the stomach about halfway up the sleeve, the staple line was incomplete distally for the two reloads. It appeared that the staples appearing to deploy until the distal end, some staples appearing absent from the cartridge. It was reported that there was excess bleeding at the end of the cut line when the stapler was removed from the tissue. To resolve the bleeding, the doctor used a monopolar bovie pencil to cauterize the staple line and then proceeded to use another reload to continue with the procedure.